Event description:
It was reported that during a da vinci-assisted general ventral hernia surgical procedure, the customer reported to technical service engineer (tse) that an erbe activation error c-34. The system logs confirm the error. The customer tried rebooting the erbe; however, the issue persisted. The customer was able to deliver monopolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During a procedure, the customer reported an erbe activation error c-34. System logs confirmed the error. Rebooting the erbe had no effect. Although no backup system or cable was available, the surgeon was still able to deliver monopolar energy despite the error. Fse visited the site and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to that the reported c-34 hf voltage error was confirmed remotely and during in-house testing. Although no visible issues were found, the error occurred on startup. The erbe unit will be sent to the OEM for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.